Manufacturer narrative:
1/22/97 - supplemental report #2 sent to FDA. Additional information enter in d6.

Event description:
The product was applied during a bowel anastomosis. Reportedly, the suture broke. The surgeon applied another suture to complete the procedure. The hosp has reported no pt injury occurred.